Manufacturer narrative:
Date sent to the FDA: 4/5/2022. Additional b5 narrative: it was reported that the patient experienced recurrent ventral incisional hernia, abdominal pain, abscess, adhesions and infection following surgery.

Manufacturer narrative:
Date sent to the FDA: 4/13/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 and on (B)(6) 2012. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.